Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure as the spyscope ds was advanced down the ercp scope, it was noticed that the working channel sleeve was protruding at the distal end. The physician removed the spyscope ds from the patient. Reportedly, no part of the spyscope ds device was detached. An autolith electrohydraulic lithotripsy (ehl) probe was inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with a second spyscope digital access and delivery catheter. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure as the spyscope ds was advanced down the ercp scope, it was noticed that the working channel sleeve was protruding at the distal end. The physician removed the spyscope ds from the patient. Reportedly, no part of the spyscope ds device was detached. An autolith electrohydraulic lithotripsy (ehl) probe was inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with a second spyscope digital access and delivery catheter. There were no user injury nor patient complications reported as a result of this event.